Manufacturer narrative:
Investigation findings items returned for evaluation: -stent. Items not returned for evaluation: -pusher. -introducer. -microcatheter. The stent was returned unevenly expanded lengthwise. The stent shape was restored by stretching the stent during the investigation; the stent body od is specified as 4.5mm (+/-0.3), and the deployed stent measured within specification. The stent was loaded onto an in-house pusher with an in-house introducer and advanced into and in-house microcatheter for the investigation. The stent was able to fully open upon deployment during the investigation. No issues resheathing the device was observed during the investigation. The following conditions that would have led to the stent being scrapped during the manufacturing process and/or the quality control inspections would include: -the tantalum helical wrap was found to be short; if tantalum wire is short and pulls nitinol wire, reject. If tantalum wire is too short and tantalum wire is in greater tension than the nitinol wire, reject unit. Investigation conclusion. The investigation found the stent returned fully deployed, but inconsistently expanded lengthwise, which is consistent with the deployment issue described in the reported event. The stent shape was restored by stretching the stent during the investigation. The stent was able to advance through and resheathe into an in-house microcatheter using an in-house pusher without resistance and fully open upon deployment the during the investigation. The tantalum helical wrap of the stent was found to be short, which could have contributed to stent expansion issues during the procedure. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the short tantalum, but this condition is consistent with a deviation in the manufacturing process and/or quality control inspections. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
No additional information was received.

Manufacturer narrative:
This submission is to report a correction in report type only. Corrections made to the following fields: b1, b2 and h6 impact codes. The corrected information does not have any impact on the incident or investigative data submitted on earlier reports. The other h6 codes and h11 investigation results stand as previously submitted.

Event description:
No additional information was received. This submission is to report a correction in report type only. Please see b1, b2, h6 impact codes and h11.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: a headway plus catheter was navigated distal to an aneurysm. Using the stent anchor technique, the microcatheter was inserted into the aneurysm and two loops were made in the aneurysm to navigate the microcatheter to the distal to the aneurysm. The fred was initiated to deploy from the distal to the aneurysm and then the microcatheter was withdrawn from the aneurysm. The fred was then deployed further, mainly by slightly withdrawing the microcatheter to unsheathe the stent, but the stent became unable to be deployed when the stent deployed past the neck. Several attempts were made to deploy the stent, but the stent did not deploy. An attempt was made to retrieve the stent, but the microcatheter fell into the aneurysm and the stent could not be retrieved. A coil was implanted in the aneurysm, and the fred was retrieved with the assistance of the coil. The fred was replaced with another fred of a different size to continue the procedure, and the procedure was successfully completed with no patient health damage. Stent implantation site: aneurysm location: c2 in the ica. Aneurysm size: neck 7 mm, length 22 mm, width 18 mm, height 19 mm. Side branch vessel covered (vessel unknown), unruptured shape: saccular lesion site: right side. Parent vessel diameter: 4.5 mm on the proximal side and 3.8 mm on the distal side. Antiplatelet and anticoagulant therapy administered both preoperative & postoperative. Platelet reactivity test: performed - poba: not performed. No medical history, additional information nor images was provided.